Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed. A field service engineer (fse) diagnosed a faulty flex cable on drawer 7 in the auxiliary cabinet, which had been pending shipment for over a week, and proceeded to replace the drawer. A complete hardware and application test was performed successfully, and the customer confirmed proper operation by completing inventory and loading medications into the drawer. The system functioned as intended after the field service engineer repaired the device.